Event description:
A report was received that a needlestick injury occurred at the user facility. The nurse reported that force was required to activate which resulted in a rebound of the needle. No treatment or further detail has been provided.

Manufacturer narrative:
(B) (4). Device has been returned for eval but the eval is not complete at this time. When the eval is complete, the MFR will file a f/u report detailing the results of the eval.